Manufacturer narrative:
Unit received with constant failed battery alarm problem isolated to the electronic assembly. Unable to verify charge/battery and low battery alarm due to constant failed battery alarm noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to constant failed battery alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alert. Customer stated battery changed every 2 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.